Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.

Event description:
On (B)(6) 2025, the user reported being hospitalized due to severe hypoglycemia, with a lowest recorded blood glucose (bg) of 27 mg/dl. The user stated they likely gave too much insulin for a meal announcement, leading to the low bg. The bg remained out of range for approximately one hour before being treated with glucose. The ilet issued low bg alerts. The user experienced a headache and loss of consciousness. The user's daughter called 911 as the user was unable to do so. Emergency medical services (ems) transported the user to the hospital, where they were disconnected from the ilet and monitored until bg stabilized. The user was released after about two hours with no lasting health effects and has since reconnected to the ilet.